Event description:
Customer states she has four samples for vancomycin that were originally reported as less than 2 ug per ml and on repeat were all much higher. She states she repeated them after she realized one of the samples had a much higher result the day before. Customer provided the following original and repeat examples: patient 1, original results less than 2, repeat on (B) (6) 2009 gave 33.3 ug per ml.

Event description:
Customer states she has four samples for vancomycin that were originally reported as less than 2 ug per ml and on repeat were all much higher. She states she repeated them after she realized one of the samples had a much higher result the day before. Customer provided the following original and repeat examples: patient 2, tested (B) (6) 2009, original result 1.8, repeat gave 11.9 ug per ml.

Event description:
Customer states she has four samples for vancomycin that were originally reported as less than 2 ug per ml and on repeat were all much higher. She states she repeated them after she realized one of the samples had a much higher result the day before. Customer provided the following original and repeat examples: patient 4, tested (B) (6) 2009, original result 1.5, repeat gave 13.9 ug per ml.

Event description:
Customer states she has four samples for vancomycin that were originally reported as less than 2 ug per ml and on repeat were all much higher. She states she repeated them after she realized one of the samples had a much higher result the day before. Customer provided the following original and repeat examples: patient 3, tested (B) (6) 2009, original result 1.3, repeat gave 14.0 ug per ml.

Manufacturer narrative:
Customer states one patient (it is unknown which patient) in the intensive care unit was adversely affected when given two doses of vancomycin by the pharmacist before the corrected result was sent. This adverse event was reported in med watch, 1823260-2009-04530, patient identifier (B) (6).

Manufacturer narrative:
Customer states one patient (it is unknown which patient) in the intensive care unit was adversely affected when given two doses of vancomycin by the pharmacist before the corrected result was sent. This adverse event was reported in med watch, 1823260-2009-04530, patient identifier (B) (6).

Manufacturer narrative:
Customer states one patient (it is unknown which patient) in the intensive care unit was adversely affected when given two doses of vancomycin by the pharmacist before the corrected result was sent. This adverse event was reported in med watch, 1823260-2009-04530, patient identifier (B) (6).

Manufacturer narrative:
The field representative determined a bad high concentration waste valve to be the cause. He cleaned and subsequently replaced the valve, along with the waste vac sv assembly. He verified analyzer was operating within specification. Customer states one patient (it is unknown which patient) in the intensive care unit was adversely affected when given two doses of vancomycin by the pharmacist before the corrected result was sent. This adverse event was reported in medwatch, 1823260-2009-04530, patient identifier (B) (6).